Event description:
The customer questioned a decreasing level of vancomycin in one patient sample over a 24 hour period. A sample was drawn one hour after vancomycin was administered to the patient over a central venous line with multiple entrances. The sample was tested on the architect ivancomycin assay with the following results: 63.26 ug/ml (8:29 hr), 19.74 ug/ml (11:58 hr), and 7.8 ug/ml (12:46 hr). A second sample was obtained from this patient yielding a result of 3.1 ug/ml (14:32 hr). No impact to patient management was reported.

Manufacturer narrative:
This report crosse-references report 9610746-2008-00002 which was filed under an older manufacturing site ((B)(4)). The current report is being filed to reflect the new manufacturing site ((B)(4)). (B)(4) - no consequences or impact to patient. (B)(4) - incorrect or inadequate test result an evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin ((B)(4)) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on (B)(4) 2012 informing ex-us customers that the new reagent formulation, list number (B)(4) will be available (B)(4) 2012. The additional sample centrifugation as instructed in product correction letter of (B)(4) will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur (B)(4) 2012.